Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the date of the occurrence is unknown. Implant date: estimated as (B)(6) 2021 as the date of implant is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva)and heart attack occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a cva and a heart attack post index procedure.